Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple power source alerts occurred and the pump battery could not be charged. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate pump for insulin therapy.